Event description:
It was reported to philips that the defibrillator is not turning on. There was no patient involvement.

Event description:
It was reported to philips that the defibrillator is not turning on. There was no patient involvement. The remote service engineer (rse) evaluated with the assistance of the customer and found that the issue was not with the device. The issue is with the hospital's socket. Upon conclusion of the evaluation, it was determined that this was a malfunction of the hospitals socket. The device was plugged into a different socket and worked just fine.